Manufacturer narrative:
A beckman coulter field service engineer was dispatched to the customer to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and found that the ise tubing # 4 was causing the issue. The fse replaced the ise tubing #4 and cleaned the electrodes to resolve the issue. The fse performed analyzer verification testing successfully. The analyzer returned to normal operation. No further issue was noted. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case: (B)(4).

Event description:
The customer reported false high patient results for sodium (na) on the au480 chemistry analyzer. The erroneous results were not reported outside the laboratory. The patient samples were repeated on another analyzer obtaining normal results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.